Event description:
Customer contacted haemonetics on (B)(6) 2011 reporting that the disk membrane was compromised and a fluid spill occurred during operation. No donor injury or reaction. No operator injury was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2011 reporting that the disk membrane was compromised and a fluid spill occurred during operation. No donor injury or reaction. No operator injury was reported. Upon evaluation of the returned device a blood spill was verified. Fluid ingress and electronic damage was also confirmed. The machine is now ready for use. (B)(4).